Event description:
Device malfunction: clip mislocation. Time of malfunction: after vessel closure. Symptoms/ae: surgical cut-down. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, five days post successful vessel closure procedure, the pt heard a "pop" and started bleeding from the puncture site. A vascular surgeon performed a surgical cut-down procedure to place a stitch in the arteriotomy. The clip was not located. There were no other adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.